Manufacturer narrative:
Supplement # 1 medwatch submitted to the FDA on 10/jan/2022. The device has not been returned for analysis. A device history record (DHR) review was conducted for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number #af04523. Assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.

Event description:
Patient noticed blue urine, during check up it was found the balloon was leaking, balloon was removed and replace with a back up.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 16/nov/2021. A review of the device labeling notes the following: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number , af04523. Additional information: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."